Event description:
A nurse reported that the eye pad used after surgery was unfinished and "fluff" got in the patient's eye. No patient harm was reported. Currently, it is no known if the material was removed from the eye during the initial procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).